Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient programmer (pp) showed the ins was off yesterday. Now the pp shows on and ok. When asked if they had pressed the on/off button, the patient was extremely hard to understand and it was not able to be confirmed. It was reviewed to not press the on/off button. Additional information was received: it was reported that the patient reported the last couple days the patient said the message on the programmer said it was off and it was not working. The patient was hard to understand. The patient said the device was not on, it showed off. The patient said the one they kept at home (programmer), when they went to shop outside the market the device goes off (ins). They said they would leave the programmer at home inside and when they went outside the ins didn't work. It sounded like they were saying when they went outside the dbs turns off. They said they felt their body off and on. They noticed the message was not working. They came home and pressed a different button and then it worked. The patient said they were going to be flying 20 hours to their home and needed to know that it was going to work. After syncing with the programmer, the stimulation had shown that it was on. It was reviewed to follow up with the hcp and have the device checked, and could also request a visit with the rep. The patient had discussed the previous call stating that when driving to the doctor the device went off, but they didn't realize it. The patient had called back later reiterating the same issues already documented. The patient checked the programmer batteries and they stated they were rechargeable. It was stated that the patient should get alkaline batteries and that should resolve the issue with the programmer. Additional information was received from the rep stating that the patient reported to the hcp that their dbs programmer turned off their dbs system on its own. The patient had been confused about the operation of the programmer since receiving the dbs system. The field contact asked if the patient had the number to patient services and said to get a replacement. The patient said they did and hung up. The resolution of the issue was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the caller thought the ins turning on and off was an issue was with the programmer. Troubleshooting was done on the phone and the programmer seemed to work again, but the caller was unsatisfied with results and insisted on a new programmer. No out of box failures were reported. The caller was transferred to repair for replacement. The resolution of the issue was still unknown.